Manufacturer narrative:
Updated fields: b4, b6, b7, g3, g6, g7, h2, h4, h6(investigation type), h10, h11. Corrected fields: e4, g1(contact person), h4, h6(clinical code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse inspected the error logs and found nothing unusual in error logs. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not working, and requested getinge for the iabp to be checked out and verified for use. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.